Event description:
Reported as "disengagement of the needle, fluid was lost on the patient's skin". There has been no report of injury incurred by either the patient or practitioner. This event is being reported due to the possibility of injury with future occurrence.